Event description:
I went to hospital for examine with x-rays, I was told a titanium rod that was placed in my body was broken. I had back surgery on (B)(6) 2014. I went to the hospital for exam on several occasions and on my last visit an x-ray was taken. I was told that a titanium steel rod that was implanted in my back broke. I am afraid that other rods will break. Please help me. It should have not broken.